Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 75% to 5% after being connected to a power source. Customer reported blood glucose level was 188 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.